Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data shows that the pod generated an 0x18 alarm, indicating the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. A timeout occurred at the end of runtime before the 0x18 alarm was generated due to the plunger reaching the bottom of the reservoir. The download data from the pod does not indicate a struggle to deliver insulin prior to the pod reaching the bottom of the reservoir. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent and leaking was observed.